Event description:
A 3.0mm diameter x 12mm length ave gfx stent was inserted into the left coronary artery. It was not possible to cross the target lesion at the ostium of the circumflex coronary artery due to moderate calcification and a bend in the artery. The stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system and off of the guidewire. It then migrated to the anterior descending coronary artery. At this time the pt remained stable with good blood flow to the circumflex and left anterior descending coronary arteries. A non-coronary snare was inserted but unsuccessful at retrieving the stent. Subsequently, the stent was deployed in the left anterior descending coronary artery and there was no further treatment attempted to the target lesion in the circumflex artery. The physician did not follow the instructions for removal of an undeployed stent when guidewire placement across the lesion was lost during attempted removal. There was no additional clinical sequelae reported relative to the event and there is no further info available from the user facility.